Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer also stated that crack on corner of screen also reservoir compartment worn down and loose. Customer stated that insulin pump make louder noise and was slower rewind than before. The device will not return for analysis.